Event description:
It was reported the patient presented in clinic for follow-up. Upon interrogation, the implantable cardioverter defibrillator delivered non-sustained right ventricular oversensing alerts for myopotential, far p-wave, and post-paced t-wave oversensing. No changes or interventions were performed. There were no patient consequences.